Event description:
It was reported that during a procedure, the distal end of the angiographic catheter broke off in the patient's femoral vein. The piece remained in the patient. No patient injury was reported by the user facility.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. The device was returned to sss in the original unsealed packaging along with the device in MDR 2090040-2012-00010 which experienced the same issue during the same procedure. A visual examination of the device confirmed the distal tip had broken away from the catheter. The fracture site indicated the material was brittle and rigid. The definitive root cause is unknown; however, it is possible the device tips became brittle as a result of aging or exposure to excessive environmental conditions. Sss discontinued resterilizing angiographic catheters in (B)(4) 2012. So, this device was processed through our open-but-unused program prior to our discontinuing of this device type. The device history record for the returned device shows that the device passed all inspection prior to shipment. The reported event is not occurring more frequently or with greater severity than is usual for the device.